Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2025, a 74-year-old female patient presented with an acute myocardial infarction and cardiogenic shock. The clinical team attempted placement of an impella 5.5 mechanical circulatory support device; however, due to the patient¿s vascular anatomy, they were unable to advance the abiomed 0.018-inch guidewire. The surgical team elected to proceed using a twenty-two french dryseal gore sheath and a steelcore 0.018-inch guidewire. After advancement, the dryseal sheath was cut away and the blue suture hub was secured to the graft. The patient subsequently died while on mechanical circulatory support on (B)(6) 2025. Based on the information available, the device does not appear to have contributed to the patient¿s death.

Manufacturer narrative:
Failure to advance: the cause of the failure to advance was determined to be patient condition as the patient had difficult anatomy and tortuous vessels preventing successful delivery of guidewire 0.018".

Manufacturer narrative:
B1: added product problem, this was omitted from the initial in error.

Manufacturer narrative:
Section d1 brand name corrected. UDI updated. H6 codes was updated from a150201 to a150204.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in e1. Upon review, it was identified that it was inadvertently omitted from the initial report.